Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system is stuck at 00:00. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that multiple parts of the system were missing power supply and confirmed the issue was with geometry ipcc. To resolve the issue, philips field service engineer (fse) replaced geometry ipc, downloaded os, application software and xmp card software. The defective parts were returned for analysis, for geo ipc, malfunction was observed, and the failed component was power supply unit (psu). After replacement the device returned to good working order. The codes were updated based on the investigation outcome.